Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Patient code 3191 captures the reportable event of surgery.

Event description:
Additional information was received that both the right atrial (ra) an right ventricular (rv) leads exhibited low out of range pacing impedance measurements of less than 200 ohms. There was also oversensing of noise on the rv channel but no pacing inhibition of greater than two seconds. Subsequently the pacemaker was explanted and the leads taken out of service. A new system was implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch (lss) was triggered for the pacemaker and right atrial (ra) lead due to low out of range impedance measurements of less than 200 ohms. The lss switched the lead from bipolar pacing to unipolar configuration. It was noted that threshold and sensing measurements were within normal limits. A chest x-ray was ordered, however the results were unknown to the field representative. The field representative stated that the physician has chosen to monitor the patient and no further action is planned. No adverse patient effects have been reported.